Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing a pump pocket infection. Patient was taken to the operating room for further evaluation of the infection. It was discovered there was pus in the pump pocket. Cultures were obtained for analysis and sterilization performed within the pump. The plan was to take the patient back to the operating room the next day for the insertion of antibiotic beads. On (B)(6) 2019 patient underwent an hmii to hm3 pump exchange. No further information was provided.